Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Clinical der received- dots. Patient was revised to address osteolysis. Update rec¿d 01/20/2015 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the patient's medical records, the patient was revised for progressive pain and swelling. Upon revision the patient's poly was found to be loose in the tray and the locking mechanism on the poly was broken. Also, the tibial tray was found to be slightly loose. The tibial tray is being added to the complaint at this time. The complaint was updated on: 02/12/2015.